Manufacturer narrative:
It was reported that a needle detached from the syringe when the needle safety cap was removed. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. One (1) case of product in new condition was returned for evaluation and functional testing of fifty (50) samples was unable to confirm the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a needle detached from the syringe when the needle safety cap was removed.